Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.

Event description:
Our (B)(4) affiliate was contacted by a pt who called to report a non-serious adverse event. On (B)(6) 2010, while providing updated information about the non-serious event, the pt said that he/she was diagnosed with "uveitis" years ago. The pt said he/she was wearing johnson & johnson contact lenses at the time of the diagnosis, but the pt did not recall the specific product, nor could the pt provide any additional information regarding the event. Uveitis is a serious adverse event, and in some cases may be directly associated with contact lens wear. This is being reported as worst case. No additional information is expected. MDR reportable event trends are reviewed quarterly in executive management review meetings.